Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that the sensor wire remained inside the applicator. No injury or medical intervention was reported. Product was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.